Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. All software was reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 was unable to save images. There was no adverse patient involvement reported. There was no patient information reported.